Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient was admitted due to multiple blockages in the mid left anterior descending (lad) and left main coronary (lmca) arteries. The vessels had mild tortuousity with some calcium which required pre-dilatation with a voyager balloon dilatation catheter. A xience v stent delivery system (sds) was deployed in the mid lad and then another 4.0 x 15 xience v was implanted in the lmca. During a check of the lesions the physician noted a dissection at the distal end of the stent in the lmca. Another xience v sds was implanted to cover the dissection. No patient effects were reported. No additional information was provided.